Manufacturer narrative:
The ge service rep performed an onsite investigation. The left monitor and interconnect cable were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor was too dark to use. No pt injury reported.